Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when removing from vessel this fogarty embolectomy catheter, the balloon remained stuck at the thrombus, while the rest of the catheter could be removed. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
(Investigation findings, investigation conclusions). (Expiration date), h4 (device manufacturer date), h6 (type of investigation) evaluation results revealed that the reported event of balloon issues was confirmed. Further investigation was completed by the engineers in the manufacturing site. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. The manufacturing process have the controls to detect conditions related to balloon, windings or spring tip, the units go through a final visual and inflation inspection process. In this inspection process, the appearance of the catheter body is verified, and it should not have bends, wrinkles, cuts, contamination, stains or discoloration or ripples. Also, the windings of the balloon are inspected, for conditions such as loose windings or strands, separations, contamination, slipped, defective, exposed shoulder and / or excess adhesive. The balloon is inflated with the air capacity specified and both ends are inspected for conditions such as eccentricity, exposed cones, clear lines, contamination, etc. In addition, in the instructions for use is indicated that the balloon rupture and catheter separation are the most frequent causes of reported failures as a result of excessive pull force applied to remove adherent material. Also, it is specified that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation and pull force for each size catheter must not be exceed. Based on the available information there is no evidence that supports or confirms theses failure modes are associated to a manufacturing/design defect.

Manufacturer narrative:
Updated: b5 (describe event or problem), d9 (device availability), h3 (device evaluated by manufacturer), h6 (impact code, type of investigation). The fogarty catheter was received at our product evaluation laboratory for a full evaluation. As received, the balloon was found to be completely detached from catheter body and not returned. Both proximal and distal windings were found unraveled and detached from the catheter body. No other visible damage was found from catheter body. Customer report of balloon issues was confirmed. Per the instructions for use "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.

Event description:
As reported, when removing from vessel this fogarty embolectomy catheter, the balloon remained stuck at the thrombus, while the rest of the catheter could be removed. An additional cut was performed to remove the detached balloon from vein. No further injury was reported. The device was available for evaluation.